Event description:
Customer states that when inputting information using the worklist and patient demographics, the patient ID and name would change to a previously run patient ID and name. While no injury or incorrectly reported results have been identified, the possible mis-match of demographics presents a limited potential that under certain rare circumstances, results may be reported with an incorrect patient ID. Investigation has identified a corrupted sw indexing database that will allow the use of a previous patient ID and name, but will continue to have the correct sample ID#. Under the scenario identified, all incorrect demographics will have the same information, i.e. All patient names will be `john doe'. This further limits the potential for incorrect results being reported. The OEM supplier of this product is continuing the investigation. A product correction under 21 cfr 806 is also being implemented and will be a joint effort between abx diagnostics (OEM) and bci. This anomaly is not seen when the `worklist' feature is not used.